Manufacturer narrative:
Section b2 (date of death) and h8: correction . Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), could not be conclusively established through this evaluation. A specific cause for the reported event could not be conclusively determined. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case. No autopsy was performed. Hm3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. G, is currently available. Section 1 of this IFU lists death as an adverse event that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome that the patient expired. No additional information was provided. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.